Manufacturer narrative:
Lot information unknown and if it becomes available, a follow-up report will be submitted.

Event description:
Per complaint (B)(4), during post operative check, patient experienced loss or failure of implant to integrate.